Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.1. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, while the patient was being hospitalized with 24-hour care due to nonverbal autism, that they required treatment due to hyperglycemia on (B)(6) 2026, while wearing the pod. There were no specific blood glucose levels available. The pod was worn for between 36 and 48 hours. Symptoms reported include vomiting and ketones. The patient was treated with intravenous (IV) insulin, other IV fluids, and a computed tomography (CT) scan. The patient was released from hyperglycemia treatment the following day on june 11, 2026. No additional information was available.